Event description:
It was reported to boston scientific corp on july 16, 2008, that a speedband superview super 7 multiple band ligator device was used during a gastroscopy procedure, which was performed in 2008. According to the complainant, distal varices were banded. "Full 'red out' was achieved" after a band was successfully deployed. However, the bands "fell off." Reportedly, at the time, the ligation approach was aborted. Rather, a sengstaken-blakemore tube was inserted into the pt, and the pt was monitored in the ICU. At the conclusion of the procedure, the pt's condition was reported to be "stable" and that no injury had occurred.

Manufacturer narrative:
According to the complainant, the suspect device was discarded. A device analysis cannot be performed, therefore, the cause of the reported is undetermined. The june 2008 15-month band ligation product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.